Event description:
1) skin check of probe at 2 hours showed that patient had developed small area of redness (0.5 cm) on probe site (right thumb)2) on another day, it was reported that during a period of hypoperfusion, probe was unable to pick up patient saturation on any extremity or ear lobe. It took 15-20 minutes for probe to pick up even though patient had palpable pulse, heart rate and reasonably warmed extremities.